Event description:
It was reported that the screw head broke off the screw shank post-operatively requiring revision surgery.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the returned device found damage to the spherical head of the screw shank and clamps inside the screw head. This observed damage is most likely due to the forceful separation of the components. There are no signs of any manufacturing defects, unusual abrasions, or other observable issues that would lead to the screw head separating from the shank. No determinations can be made as to the cause of the reported issue. The following sections have been updated: b4, e1, e3, h2, h6, h10.